Event description:
The patient has had an ICD for approximately 3.5 years. He had an ICD shock approximately 4 months ago, which according to the history was inappropriate. In addition, his rv lead appeared to be fractured. When he was evaluated by the electrophysiology staff, it was deemed that his ICD pocket was likely infected. Given the evidence of rv lead fracture and likely pocket infection, he was evaluated by electrophysiology staff and deemed an appropriate candidate for ICD extraction. A single ICD lead was removed and the tip was sent to the lab for culture. The remaining portion of the lead was sent to biomed. The ICD was sent to biomed. The patient tolerated the procedure well and was being treated with IV antibiotics.